Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
Customer's mother reported her son's blood glucose read "high" (greater than 500 mg/dl) and a kinked cannula.